Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "nurse called in regarding the clamp broke on the dual lumen power PICC. This occurred about a month ago.". Additional information received may 11, 2023: "the clamp was unclamped to change needless connector and the clamp broke. The product was a double lumen power PICC in r chest. No harm done or experienced by patient.".